Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. No additional information is available per hospital policy. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the patient fell and tibia was malaligned. All implants were explanted and surgeon reimplanted stryker revision implants.